Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 150480 - oss axle - 855620; 150493 - oss reinforced yoke - 120300; 150476 - oss poly tibial bushing - 540910; 150477 - oss poly femoral bushings - 976680; 150412 - oss tibial poly bearing 16mm - 977340. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left oss knee procedure. Subsequently, the locking pin sheered causing the axle to slide out and the patient dislocated his oss knee. The patient underwent a revision procedure approximately 1.5 years later. The physician removed all affected parts and replaced the poly, bushings, axle, yoke, and locking pin. Attempts have been made and no further information has been provided.